Event description:
Failure to supply installer info as described within 21 cfr 820 allows this machine to be functioned without confirmation that it is operating safely within manufactures safety guidelines putting pts at risk of repeat exams exposing them to excess rf radiation. Dates of use: (B)(6) 2006 - (B)(6) 2010.